Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station intermittently rebooted, entered a blue screen state, and remote smart services (rss) showed the station as online. However, there were no delays, adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station kept rebooting and the remote support service was offline. A technical support specialist dialed into station and used the command shell to run the command to export the system event logs, transferred it using file transfer and reviewed the logs, identified multiple critical errors from yesterday and today, with the source listed as kernel power, indicating that the system rebooted without a clean shutdown. The logs suggested the issue was likely caused by the system becoming unresponsive, crashing, or experiencing an unexpected power loss. A field service engineer confirmed with the customer that there were no power loss and the station was working as designed. Later a technical support specialist dialed into the station and manually extracted the event viewer logs using the command shell, reviewed the logs and confirmed that there were no indications of sudden power outages or system disconnections within the past few days, updated the customer with these findings, and the customer acknowledged the information. The system functioned as intended after the technical support specialist verified the device.